Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient was hospitalized for seven weeks due to complications from foot surgery. While hospitalized, the patient experienced diabetic ketoacidosis and was treated. Patient also stated that they were wearing the continuous glucose monitor (cgm) at the time of the event but that the hospital staff did not know how to use the cgm system or the patient's insulin pump. There was no alleged device malfunction. At the time of contact, the patient was doing well. No additional event or patient information was provided.